Manufacturer narrative:
The technician tried to contact the consumer to service the bed but has not received a response. The technician went to the consumer's home and they are no longer at the address that is on file. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The nurse reported that the side rail is not staying latched. The bed is located in the consumer's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).